Manufacturer narrative:
(B) (4).

Event description:
The pt had no stimulation following a position change. If the lead was pressed on, the pt felt stimulation. The pt increased the stimulation to the highest level and then saw the upper limit symbol. The device registration system indicates the system was replaced. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.